Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the screen was frozen on the care fusion. A technical support specialist dialed into the station and identified slow ad domain controller response in med application logs. Attempted command execution with no instances found, rebooted the station, and advised the customer to retry medication pull. Customer confirmed the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the screen frozen. The customer attempted to reboot the station, but the issue persisted. There were no adverse events or injuries reported based on this event.